Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during prep, the tamper-proof seal on the intra-aortic balloon (iab) packaging was able to be broken much easier than usual. The customer simply ran their finger across it when it would typically take a lot more force to remove. There were no anomalies or damages noted on the sterile packaging of the iab, insertion kit , or the iab itself. Therapy was initiated using the iab and successfully completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).